Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported impact to the customer's blood glucose level. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.